Event description:
The customer reported the system experienced an uncommanded system shutdown.

Manufacturer narrative:
A ge representative evaluated the system and replaced a cable and reseated connectors. The system operates as intended.